Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection revealed the device was returned in original packaging with the batch number of the complaint on the label. The t1 and suture were returned off the needle. The tip of the t1 is fractured. The t2 has been cut from the suture and was not returned. Bio debris is present. A functional evaluation was performed on the returned device and found the actuator will cycle but the actuator attempts to stick at the tip and requires manipulation before returning to the next pre-deployment position. An evaluation of the customer provided images showed the device with no anchors visible. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences (an unintended actuation of the device). Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that, during a meniscus repair surgery, it was noticed that the t of the fast fix 360 fell off before deployed. The procedure was resumed using an equivalent s+n back up device. It is unknown if there was a delay. No further complications were reported.